Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Was unable to verify no delivery alarm due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms for about six months. Customer also reported of receiving a motor error alarm. Customer's blood glucose was not reported, although customer reported that no delivery has caused blood glucose to elevate to 300 mg/dl and customer treated with glucose tablets and had symptoms of shaking and sweating. Alarm history showed one motor error alarm. Customer was advised that insulin pump would need to be replaced.